Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had flipped and confirmed through an imaging, causing difficulty charging. The patient underwent an ipg replacement procedure. No further information has been obtained.